Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. A load cell characterization test was performed and indicated that load cell #2 was malfunctioning. The root cause of the ua07 was the failed load cell #2, likely attributed to aging of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in december 2014 and is over 8 years old, well beyond its expected service life of 5 years. The failed load cell was replaced to remedy the fault. During visual inspection, it was noted that there was a hole in the load plate cover that would affect the watertight seal, unrelated to the noted device failure. The likely root cause for this observed physical damage is user mishandling. The load plate cover was replaced to address the issue. Following service, including preventive maintenance service actions, a brake gap inspection was performed and verified the brake gap was within the specification. Another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.